Manufacturer narrative:
Investigation: 2 photos were received, no fm was observed. The liquid in the catheter is cannula lube, while the liquid on the catheter outer surface is catheter lube. 1 actual sample was returned for investigation. The sample was not decontaminated. No fm/ abnormality was observed on the returned sample. The liquid in the catheter and the liquid on the catheter outer surface observed by the customer are cannula lube and catheter lube. No fm/ abnormality was observed on the photo and sample received. The complaint is unconfirmed and the product is within specification. DHR was reviewed and no qn was raised for foreign matter.

Event description:
It was reported that bd¿ insyte had a brilliant shade liquid inside of the pu tube. Customer¿s verbatim: ¿ inside of the pu tube, a brilliant shade is visible that illustrates the presence of a liquid. After applying pressure to the entire outer part of the catheter, we notice a shiny line/wet on the fingertip, which corresponds to a greasy liquid. According to the product it would therefore be one or a combination of the following 3 lubricants: medical silicone. Heptane. Hfe¿.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte had a brilliant shade liquid inside of the pu tube. Customer¿s verbatim: ¿inside of the pu tube, a brilliant shade is visible that illustrates the presence of a liquid. After applying pressure to the entire outer part of the catheter, we notice a shiny line/wet on the fingertip, which corresponds to a greasy liquid. According to the product it would therefore be one or a combination of the following 3 lubricants: medical silicone, heptane, hfe".